Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a resection of kidney tumor. The ptfe pad of the device was partially separated. There was no patient harm reported. No further information was reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01270 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp (omsc) for evaluation. Device manufacturer date was identified and filled in the report. The manufacturing record was reviewed with no irregularities. As a result of evaluation of omsc on october 5, 2016, there was no malfunction which caused or might cause the fragment to fall inside the patient. Therefore, we are retracting MDR.